Manufacturer narrative:
Investigation summary/conclusion: with the available information, boston scientific concluded the clinical observation of oversensing is a known inherent risk of the device and is noted within the product's instructions for use (IFU), as well as the product's risk documentation. Device technical analysis: this lead was not returned. As such, physical analysis has not been conducted in our laboratory.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted due to low atrial intrinsic amplitude (<0.5 mv). No undersensing was observed on the available electrograms. Stored episodes of atrial tachy response (atr) showed false detection of atrial fibrillation (af) due to oversensing of noise. Further review of the device programming was recommended. The atrial lead remains in service and no adverse patient effects were reported. Additional information from the field indicated that patient had not been seen in-clinic for any programming modifications and also had not experienced any known adverse effects.